Event description:
In 2006, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. The patient had a known history of marfan's syndrome prior to this surgery. A one month follow up visit was planned but was not attended by the patient. Four months later, the patient presented to the emergency room with chest pain. An evaluative CT was taken which demonstrated an endoleak of unknown origin as well as growth of the aneurysm (original maximal aneurysm measurement was 5.2 cm; most recent measurement was 5.9 cm). Four days later, a second procedure was performed which determined, via angiogram, the nature of the endoleak to be type iii. A second tag device was implanted inside the original device and successfully stopped the endoleak. The patient tolerated the procedure.